Manufacturer narrative:
The device was returned to olympus for evaluation. Visual and functional testing were performed, and the customer's allegation was confirmed. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that a cracked electrical paddle was discovered during reprocessing of the device. There was no patient involvement.